Event description:
Scissor/cautery device arced resulting in 5 small burns to pt's colon. Inspection of instrument showed holes in insulated port of instrument. Holes appear to be burn holes. Did not exist prior to use. Tool is < 3 months old. Used without incident prior to this. Expiration date "every 3 years".